Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The procedure was difficult from the start. During the procedure the physician used intracardiac echo (ice) for imaging and obtained two access points, the right groin for watchman and the left groin for ice. The anatomy in both groins was torturous, and the physician had a hard time advancing the was sheath and wires in both groins. The physician was able to get up with a guidewire and get the ice and was trusteer and versacross connect up into the heart after 30 to 40 minutes. The physician was ready for transeptal. The physicians kept getting too low and too posterior, and it would not cross the septum on its own despite multiple attempts. The physician decided to abort the procedure. Post procedure, the patient developed a late pericardial effusion that led to cardiac tamponade. A pericardiocentesis was performed. The physician is unsure when the pericardial effusion could have occurred. The patient was discharged on (B)(6) 2025 and is fully recovered.